Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they contacted to healthcare professional due to high blood glucose level of 516mg/dl. Customer had symptoms such as tired and thirsty. Customer was treated with manual injection. Drive support cap was normal. Cannula was crimped. Insulin pump had no delivery alarm. Customer did not allege for under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).